Event description:
The physician intended to use the closurefast catheter to treat the great saphenous vein as per IFU. It is reported that during the procedure the catheter did not reach the target temperature of 120 degrees and the vein being treated remained open. The physician removed the catheter between cycles and reported that the catheter stuck to the vein on removal. Another catheter was used to treat the patient.